Manufacturer narrative:
Per tandem¿s instructions for use: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) level ranging from 561 to "high" mg/dl. Reportedly, the customer is reusing cartridges. Tandem technical support recommended the customer change to a new cartridge. A correction bolus was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Additionally, it was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. The customer reverted to manual injections for insulin therapy.